Event description:
It was reported that the system had a data error. This error disables xrays which results in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The arcnet does and system configuration files were reloaded. The system was tested and found to be working as intended and put back into service.